Event description:
A female pt underwent esophagectomy and a barone catheter was placed on (B)(6) 2010 - when the pt returned to the hospital for f/u and removal of the catheter, the surgeon discovered that the catheter had broken off at the insertion site at the skin and 5-10cm had remained in the bowel and then eventually came out in the pt's stool.

Manufacturer narrative:
Expiration unk as lot is unk. (B)(4) - the device passed naturally and there were no other affects reported to the pt. Event evaluation: event is still under investigation.